Event description:
It was reported that the external pulse generator had a damaged case and would not turn on. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was able to confirm the customer comment of a damaged case, the case halves were broken, but was unable to confirm the customer comment that the generator did not turn on. Analysis also found that both bail covers were missing, the ring cover was broken, two case screws were missing, both bails and the ring were missing, the battery drawer was contaminated, the keyboard window was scratched and that the liquid crystal display was intermittent, that it was missing a column sometimes. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.